Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use on (B)(6) 2024, (B)(6) 2024. The blood glucose level of the patient ranged between 189 to 400 mg/dl. Moreover, the issue occurred with five similar types of infusion sets used for two days. No further information was available.